Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to tissue fragments were found to be tightly entangled around the helix. As the tissue could not be removed, this rv lead was replaced with the same model, not implanted and will not be returned due to contamination. In addition, this patient experienced infection. No additional adverse patient effects were reported.